Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. One patient was reported as a 76 year old female weighing 69 kg. The age, weight, and sex were not provided for the second patient.

Manufacturer narrative:
H10: the lot no for the two reported malfunctions are provided, therefore the lot history reviews were performed. The devices for both malfunctions have not been returned for evaluation.images and medical records were provided for one malfunction. Based on the medical record review, the investigation is identified for detachment, perforation and tilt. However, other investigation had no medical records or images returned; therefore, the investigation is inconclusive for detachment and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. The devices are labeled for single use. H10: g4,h6(device: 2616). H11: g1,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for both malfunctions, of which one malfunction included images. For one of the two reported malfunctions, the investigation for the alleged perforation,detachment and tilt were confirmed. The remaining malfunction is confirmed for the reported perforation and detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3,h6(device: 2616). H11: b5,d1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment, perforation. This information was received from various sources. Both malfunctions involved patients without consequence. Two female patient's ages were ranged from 30 to 76 years and weight ranged from 138 to 151 pounds.

Manufacturer narrative:
For both malfunctions, the devices have not been returned for evaluation. However, medical records were returned for one investigation, which was inconclusive for perforation of the ivc and limb detachment. The other investigation had no medical records or images returned; therefore, the investigation is inconclusive for detachment and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for both malfunctions is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. One patient was reported as a (B)(6) year old female weighing (B)(6). The age, weight, and sex were not provided for the second patient.